Event description:
It was reported that the non-preloaded intraocular lens (iol) showed a small crack at the edge of optical zone after implantation. Iol remains implanted. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/not provided. Section b3: unknown/not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter, middle name: unknown/not provided. Section e1: initial reporter, email address: unknown/not provided. Section e1: initial reporter, address (state, province, or territory and post office or zip code): unknown/not provided. Section e1: initial reporter, phone number: unknown/not provided. Section e2: initial reporter, healthcare professional: unknown/not provided. Section e3: initial reporter, occupation: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.